Event description:
The product was used during a spinal cage implant procedure.

Manufacturer narrative:
Initial report stated in additional mfg. Narrative that the product lot number indicated the device was built by a vendor for ussc. This statement is inaccurate and should be disregarded.